Event description:
A customer's father reported via phone call indicating that the customer had issues with their sensor sticking and was hospitalized for the flu. The customer was admitted to the hospital on (B)(6) 2015 at 7 am with a blood glucose level of 70 mg/dl. The father stated that the customer nearly went into diabetic ketoacidosis. The customer was wearing the pump during their hospital stay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).